Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the a rupture in the left cylinder. A new ipp was implanted. There were no patient complications.